Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2018. On (B)(6) 2018, the subject was diagnosed with conjunctival erosion in the implanted eye. The subject was prescribed moxifloxacin antibiotic drops. On (B)(6) 2018, the subject underwent surgical intervention during which the implant coil was covered with tutoplast and the conjunctiva was closed. On (B)(6) 2018, the surgeon reported that the conjunctiva was intact with no exposure. The subject is on prescribed maxidex corticosteroids and chloramphenicol antibiotics. There was no defect or malfunction of the device associated with this event.